Event description:
It was reported that during the implant procedure, the lead had to be manipulated into multiple positions due to unacceptable thresholds. It was noted that the patient's anatomy made it very difficult to manipulate the lead and additional access was required. After reintroducing the lead and testing thresholds the lead's impedance did not reach an acceptable range. The physician was not happy with high thresholds. The lead was removed and a new lead was implanted instead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Corrected information: no eval explain code. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted that the lead was returned with the helix fully extended, the distal conductor was distorted, there was blood/body fluid on the distal and proximal conductors (not obstructed), the inner insulation and tubing was kinked/buckled, the outer insulation was breached cut, and the lead was stretched.